Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed.

Event description:
It was reported that during a laparoscopic cholecystectomy, after several successful firings, three clips had issues, two clips weren't coming together flush and one clip ejected out of the clip applier when deployed. The clips were retrieved from the patient but discarded. The same clip applier was used to complete the procedure. There were no patient consequences reported.

Manufacturer narrative:
(B)(4).batch # t9276d. Investigation summary: the analysis results found that the er320 device was returned with no damage in the external components and with a clip in the jaws. The clip was removed in order to inspect the jaws and they were found with no damage. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained, and formed the remaining 8 clips as intended. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. A manufacturing record evaluation was performed for the finished device lot and batch number and no non-conformance's were identified.